Event description:
It is reported that the surgeon could not insert the liner into the shell. Upon examination it was discovered that the shell's locking mechanism was rotated out of it's proper "spont" and was bent. A different shell was opened and implanted.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.